Event description:
Pt had been experiencing inconsistent function of infusion pump, initially with symptoms of withdrawal including muscle spasm and itching of her skin. The symptoms disappeared when the pt was given supplemental oral medication. Several months later, the pt experienced symptoms of overdose, including sommolence and dizziness. The pt was not receiving oral medications at this time. On both occasions of suspected device malfunction, the pump reservoir was checked and found to contain the expected amount of medication. The pt's daily dosage was reduced, with no further symptoms reported. The physician performed an indium study which confirmed patency of the catheter. The device was replaced, as it was near expected end of life, and the pt has had no further complications with the new infusion system.

Manufacturer narrative:
5/13/1998: h6 - primary finding of device analysis revealed normal device function, no anomaly found.